Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to low readings. Also, it was found that the sensor's cannula was bent. It was unable to be confirmed that the customer received the sensor in said condition due to the customer returning the product opened/used.

Event description:
It was reported that the customer's sensor's cannula was bent. The customer had received calibration errors from his sensor. The customer's blood glucose level was 152 mg/dl. Standard troubleshooting was performed. The customer was advised the sensor could have been damaged during insertion. The product was returned. Nothing further was reported.